Event description:
Boston scientific received information that high thresholds and loss of capture were noted on this right atrial lead. Recently, it was determined that this was due to a lead dislodgement that had occurred and resulted in the field observations. During the procedure, the pulse generator was electively replaced. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood in the outer coil of the lead, which was likely due to induced cuts in the insulation. The helix mechanism also could not be operated due to this dried blood. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and electrically the lead met specification.

Manufacturer narrative:
The lead was explanted and returned for analysis. No further information is available and analysis is still pending. This report will be updated if more information becomes available.